Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The physician met significant resistance as he advanced the wds. Upon inspection, they discovered that the was was kinked and as a result, the wds was kinked and flattened. They replaced the wds with another 27mm wds; however the physician continued the procedure without replacing the kinked was. The new 27mm wds was deployed and implanted via the kinked was. There were no patient complications reported.